Manufacturer narrative:
The reported events of exposure, endophthalmitis and vision loss are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported xen®45 gts eroded through the conjunctiva six months post surgery and had developed endophthalmitis. Patient had a revision surgery, vitrectomy and finally tube surgery. Vision is now 6/36 down from 6/9 in the unknown eye.